Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clip fell off the cystic artery the clip was not secure. A us surgical clip was used to complete the procedure. There was no consequence to the pt.